Event description:
The actual residual volume (22cc) was greater than the expected residual volume (0cc). The patient experienced withdrawal. The last pump refill was approximately 1 month ago; no reservoir volume discrepancies at that time. It was shortly after the refill that the patient experienced the withdrawal. A catheter issue was suspected. The pump was delivering dilaudid and bupivacaine. It was later reported that the catheter was intact with no disconnect that they could see. A roller study of the pump was also done and they saw rotation. As far as they could tell, the system was intact.

Event description:
Additional information reported that the patient experienced an increase in pain. The specific pump medication volumes were unknown as of the date of this report. But, it was stated that the expected and actual residual pump medication volumes "matched." There was no pump medication volume discrepancy. The patient's status was "unknown" as of the date of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model 8731sc; serial# (B)(4); implant date: 2007-(B)(6); explant date: na.